Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00719 no product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Insufficient information provided. Unable to perform a compatibility check. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from a surgeon approximately 6 months post op, the patient was experiencing acute osteolysis. No clinical signs or symptoms were provided. Attempts have been made and no further information has been provided.